Event description:
A patient reported being dissatisfied with their progress of straightening one of their bottom teeth and the bottom retainer doesn't fit. Their doctor wrote a letter stating a routing dental cleaning and comprehensive exams, recession has been noted on teeth 24 and 25. The patient needs to seek orthodontic treatment under the direct supervision of an orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Report #3014845255-2024-03202 is a duplicate of report #3014845255-2024-02837 issued on 12-01-2024.